Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 127 size 9 secur-fit advanced stem; cat # 1601-09127 ; lot # unknown, primary tritanium hemi cluster hole cup 50mm; cat # 502-03-50d; lot # unknown, delta v-40 ceramic head 36/+5; cat # 6570-0-236; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's left hip due to infection. The patient's entire hip construct was removed and a spacer placed. Rep reported that no further information will be released by the hospital or surgeon.